Manufacturer narrative:
See attached report for additional information.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that during patient use the ventilator turned off and restarted approximately 60-90 seconds later. The patient¿s oxygen saturation level dropped and recovered once the ventilator restarted. The respiratory therapist noticed the ventilator displayed a critical thread alarm and placed patient on another ventilator. There was no serious harm to patient reported.